Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 401 mg/dl at the time of the incident. The customer reported that the customer had a rough tuesday; the cannula somehow got bent going in, and they didn¿t know that until sugars rise and won¿t come down. The customer suspects scar tissue. Highest they got was 401mg/dl and those things are killers to get down. The customer took 8.5 in the pump and 10 via injection. The insulin pump will not be returned for analysis.